Manufacturer narrative:
Follow-up # 2 ¿ (10/17/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/7/2013 and 10/9/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/08/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/30/2013 and 10/2/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter read inaccurately low compared her feelings/ normal results and, after, would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. It was the reported the patient obtained a blood glucose result of ¿92 mg/dl¿ with the subject meter. The patient manages her diabetes with humalog insulin and lantus insulin. The patient continued to administer her usual dose of medications. After the start of the alleged issues, the reporter claimed the patient felt symptoms of sweaty and weakness. It was reported the patient¿s blood glucose was ¿out of range.¿ treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The correct test strips were being used and there was no indication of misuse. The patient did not have control solution to perform quality control testing. The alleged power issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.